Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The recorded error 32101 pointing to the axes controller board (acm). Unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a patient fixture test platform (pftp) where all test passed. No signs of damage during visual inspection. The potential root cause for this failure can be attributed to a high-side switch error from a faulty acm board located on universal surgical manipulator (usm). This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated issue with universal surgical manipulator (usm) having error 32101. Site disabled usm 2. The procedure was completed with no reported injury.